Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 250 (mg/dl). A manual injection was delivered to address bg levels. Reportedly, the customer is low on infusion set supplies and believes this contributed to their elevated bg levels. The customer was provided with their distributor's contact information.